Event description:
It was reported the patient was experiencing sporadic stimulation when the implantable neurostimulator was turned on. There were no symptoms and it did not affect his pain. He turned the stimulation off and when he went to turn it back on, he noticed the change in stimulation. There were no falls or trauma. The patient had programmed therapy where stimulation was on for 2 hours and off for 2 hours. The stimulation became sporadic immediately after turning it on. He did not see a timer on his patient programmer, nor did he see different groups to choose from. He only saw 2 programs. He tried increasing and decreasing both programs, which did not make a difference. He also tried increasing and decreasing the rate, but it did not make a difference. He could make the stimulation more consistent if he leaned his back against a chair. He believed the pressure helped. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).